Event description:
During a follow-up in clinic, the atrial lead was noted to be dislodged. During the revision procedure, it was not possible to reposition the lead and a white material was observed in the helix. The lead was explanted and replaced and the patient was stable with no consequences.

Manufacturer narrative:
As received, a complete lead was returned in one piece with the helix found extended and clogged with dried blood/tissue. The measured full helix extension length was within specification. The white plug was not returned for analysis. After cleaning, the helix could retract and extend. Visual and x-ray inspections of the lead did not find any anomalies. The cause of lead dislodgement could not be determined.